Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that (B)(6) 2024 homecare patient as in the care with a friend when tubing of butterfly pac cracked at 16:45. Patient brought home pump and tubing to hospital. Tubing cracked proximal to q-syte on butterfly pac tubing. Clamp of pac tubing then fell off and per patient blood was back flowing out of line onto patient. Home blina bag, tubing, and pump placed in biohazard bag by ER. Bag brought to the floor by patient. Bag containing home blina bag, tubing, and pump discarded due to large volume of chemotherapy in the bag. Needle was last changed in clinic (B)(6) 2024. Patient was on day (B)(6) 2024 of infusion. Port was deaccessed and reaccessed in ed and admitted for restart of infusion and coordination of home supply. Chemotherapy was restarted within 4 hour window so no change to patient's treatment. No harm to patient. No other information was provided.